Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 500 mg/dl to 600 mg/dl. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer was told to remove it until troubleshoot and using his manual shot of insulin until now. The insulin pump will not be returned for analysis.